Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons are functioning properly. However the insulin pump was received with cracked case at display window corners, reservoir tube, reservoir tube window, battery tube threads, broken reservoir tube lip, minor scratched lcd window and shifted end cap sticker.

Event description:
It was reported that the customer's insulin pump was damaged. The up arrow button was hard to push. The o ring in the reservoir compartment was half missing. The insulin pump fell and the screen was held on by tape. Her blood glucose level was not reported. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.